Event description:
Edwards received information that an annuloplasty ring was explanted after an implant duration of ten (10)years due to mitral stenosis. It is reported that "the ring squeezed the patient's native annulus strongly, and restricted mobility in the anterior cusp and led to stenosis." No adverse affects noticed post implant. Device was discarded at hospital.

Manufacturer narrative:
Additional manufacturer narrative - the reported explanted device was not returned to manufacturer.the reported stenosis cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events.